Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument to perform failure analysis. The instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.2503¿ x 0.2715¿ in size. Components adjacent to the broken clevis show mechanical indentations and scratch marks on the yaw pulley. The instrument was found to have dislodged cable crimp from wrist control cable at the grip hub. The cable crimp is captured inside the welded grip. The root cause of this failure is attributed to component failure. A review of the provided images shows the permanent cautery spatula pcs instrument is missing one of the distal clevis ears. The material is expected to be inert and biocompatible. Medwatch report (MDR) with MFR report #2955842-2025-00635 was submitted for the permanent cautery spatula instrument (lot #k11240627-0163) that had a broken wire. The instrument was used during the same procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress. A review of a video of the surgical procedure was conducted. The permanent cautery spatula instrument was not removed from the patient before the instrument breakage was observed.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the insulating material of the permanent cautery spatula instrument broke while the surgeon was dissecting and a fragment fell inside the patient. The fragment was not retrieved. The surgeon indicated that there were no obvious collisions during the surgical procedure which was completed robotically with a backup permanent cautery spatula instrument. An x-ray was performed but the results are unknown.